Event description:
It was reported that during a coronary stent procedure of an rca lesion, difficulties crossing the lesion were encountered. Upon removal, it was noted that the stent was damaged. No pt injuries or complications were reported.